Event description:
The manufacturer received information alleging a aev pilot line condition occurred on the device. The device was removed from the patient and there was no harm or injury reported. A philips remote service engineer (rse) assisted the customer. The customer alleged the "humidifier may have been in use and there may have been condensation in the patient circuit." The customer does not know the type of humidifier that was in use or if dual (or single) limb circuit was being used. The customer stated that "the staff was not able to calibrate the new circuit" on the device. The philips rse confirmed the device was failing circuit calibrations on the device. The device's three-way solenoid valve was replaced to address the issue. After replacing the part on the device, the event log was cleared, set the device to factory settings, and performed verification testing on the device. The device passed the verification testing.